Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no x-ray was possible and a burning odor was observed in the engine room. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
H10: siemens completed the investigation of the reported event. According to the provided information, no x-ray could be released, and a burning odor was recognized in the technical room. The cause was found to be malfunctioning high voltage cables. After these parts were replaced as part of service activity, the system worked as intended again. Detailed investigation of the malfunctioning parts revealed that the anode cable had obviously been damaged, probably by mechanical impact. Over time, this damage led to a malfunction inside the cable. As a result, this cable was no longer high-voltage resistant. The same effect, but without obvious damage, was also observed on the cathode cable. The most likely root cause is improper handling of the cables during installation. This is also supported by the fact that the incident occurred shortly after installation. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident was not classified as an adverse event after detailed investigation, because neither serious injury, death nor an unexpected or prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable. Internal ID # (B)(4).